Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), device dislocation ("malposition of the essure device/migration of essure device.") And pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure (batch no. 686077, 664437) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine in 2007, headache in 2007, bacterial vaginosis, multigravida (gravida iii) and parity 1. Concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation/abnormal bleeding (menorrhagia)"), fatigue ("chronic fatigue"), dyspareunia ("painful intercourse"), back pain ("lower back pain"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("abnormally severe menstrual pain"), alopecia ("hair loss"), weight fluctuation ("weight fluctuation"), rash ("topical rashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), skin disorder ("skin conditions") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2014, the patient experienced the first episode of depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), migraine ("migraines"), headache ("headaches"), dysgeusia ("metallic taste in mouth"), the first episode of anxiety ("anxiety"), the second episode of depression ("a worsening of her depression"), pruritus ("itching on her face/itching on her chest/itching on feet"), the second episode of anxiety ("anxiety"), lymphadenopathy ("neck lymph nodes moving"), kyphosis ("kyphosis"), acute sinusitis ("acute sinusitis") and skin swelling ("bubbles under skin"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, vaginal haemorrhage, cystitis, urinary tract infection, skin disorder, the last episode of anxiety, lymphadenopathy, abdominal pain lower, kyphosis, acute sinusitis and skin swelling outcome was unknown and the pelvic pain, menorrhagia, fatigue, dyspareunia, abdominal pain, back pain, migraine, headache, vaginal infection, vaginal discharge, dysgeusia, dysmenorrhoea, alopecia, weight fluctuation, the last episode of depression, rash and pruritus had not resolved. The reporter considered abdominal pain, abdominal pain lower, acute sinusitis, alopecia, back pain, cystitis, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, kyphosis, lymphadenopathy, menorrhagia, migraine, pelvic pain, pruritus, rash, skin disorder, skin swelling, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, the first episode of anxiety, the first episode of depression, the second episode of anxiety and the second episode of depression to be related to essure. The reporter commented: she had not underwent removal essure (or any part of the device). Essure procedure: once this occurred the coils were counted and there were greater than 18. Approximately 7 coils were inter-tangled were noted, 7-8 coils (ideal are 5-8), were noted at the tubal ostium. With deployment the coils had become inter-tangled but the inner coil was identified as was the beginning of the fibers and this should be adequate for the sterilization procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Computerised tomogram - in (B)(6) 2012: migrated essure devices. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Bilateral breast ultrasound revealed bilateral cysts, which are felt to represent the nodular densities seen on mammography. While these appear generally benign short term follow up is recommended with repeat ultrasound in three months to be as certain as possible we are dealing with emerging lesions. Most recent follow-up information incorporated above includes: on 2-mar-2018: this case is incident. Reporter information was added. This case concerns (B)(6) patient. Lab data was added. Historical and concurrent condition was added. Essure insertion date was updated. Essure lot number was added. Essure was ongoing at the time of the report. Following events were added: perforation (fallopian tubes), malposition of the essure device/migration of essure device, abnormal bleeding (vaginal), infection (bladder), infection (urinary tract), depression, skin conditions, skin conditions, neck lymph nodes moving, lower abdominal pain, kyphosis, acute sinusitis and bubbles under skin. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)'), device dislocation ('malposition of the essure device/migration of essure device / malposition of essure device location of device: floating elsewhere- location unknown'), device breakage ('device breakage'), nephrolithiasis ('kidney stones') and myocardial infarction ('heart attack symptoms') in a 30-year-old female patient who had essure (batch no. 686077, 664437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine in 2007, headache in 2007, bacterial vaginosis, multigravida (gravida iii) and parity 1. Previously administered products included for an unreported indication: symbyax from 2007 to january 2009 and remeron from 2007 to january 2009. Concurrent conditions included body mass index normal. Concomitant products included fluoxetine since august 2019 and ranitidine hydrochloride (zantac) since 1999. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation/abnormal bleeding (menorrhagia)"), fatigue ("chronic fatigue"), dyspareunia ("painful intercourse / pain during intercourse"), back pain ("lower back pain"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("abnormally severe menstrual pain"), alopecia ("hair loss"), weight fluctuation ("weight fluctuation"), rash ("topical rashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), skin disorder ("skin conditions"), abdominal pain lower ("lower abdominal pain"), kyphosis ("other injury(ies) or complication please describe: kyphosis") and pain ("achy following showers") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced anxiety ("anxiety"), depression worsened ("a worsening of her depression") and depression ("depression"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), nephrolithiasis (seriousness criterion medically significant), myocardial infarction (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), migraine ("migraines"), headache ("headaches"), dysgeusia ("metallic taste in mouth"), pruritus ("itching on her face / itching on her chest / itching on feet / rashes or skin conditions type: random and severe itching"), lymphadenopathy ("neck lymph nodes moving"), acute sinusitis ("other injury(ies) or complication please describe: acute sinusitis"), skin swelling ("other injury(ies) or complication please describe: bubbles under skin"), skin warm ("hormonal changes describe: very hot- cannot control temperature"), abnormal behaviour ("feeling crazy"), feeling of body temperature change ("allergic or hypersensitivity reaction type: temperature change"), dry skin ("patchy around arms, chest, abdomen, ankles, thighs, pelvis"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), nausea ("nausea "), dental caries ("dental problems teeth rotting"), vision blurred ("vision/eye problems type: blurred vision- have glasses now"), retching ("gastrointestinal or digestive system condition type: gagging"), musculoskeletal pain ("backs of shoulder blades"), neck pain ("neck pain") and spinal pain ("spine pain") and was found to have blood pressure abnormal ("blood or heart disorder/condition type: blood pressure (high and low)"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, nephrolithiasis, myocardial infarction, vaginal haemorrhage, cystitis, urinary tract infection, depression, skin disorder, lymphadenopathy, abdominal pain lower, kyphosis, acute sinusitis, skin swelling, skin warm, pain, abnormal behaviour, feeling of body temperature change, dry skin, urinary tract disorder, bladder disorder, blood pressure abnormal, nausea, dental caries, vision blurred, weight increased, retching, musculoskeletal pain, neck pain and spinal pain outcome was unknown and the pelvic pain, menorrhagia, fatigue, dyspareunia, abdominal pain, back pain, migraine, headache, vaginal infection, vaginal discharge, dysgeusia, dysmenorrhoea, alopecia, weight fluctuation, anxiety, depression worsened, rash and pruritus had not resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal behaviour, acute sinusitis, alopecia, anxiety, back pain, bladder disorder, blood pressure abnormal, cystitis, dental caries, depression worsened, device breakage, device dislocation, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling of body temperature change, headache, kyphosis, lymphadenopathy, menorrhagia, migraine, musculoskeletal pain, myocardial infarction, nausea, neck pain, nephrolithiasis, pain, pelvic pain, pruritus, rash, retching, skin disorder, skin swelling, skin warm, spinal pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation, weight increased and depression to be related to essure. The reporter commented: she had not underwent removal essure (or any part of the device). Essure procedure: once this occurred the coils were counted and there were greater than 18. Approximately 7 coils were inter-tangled were noted, 7-8 coils (ideal are 5-8), were noted at the tubal ostium. With deployment the coils had become inter-tangled but the inner coil was identified as was the beginning of the fibers and this should be adequate for the sterilization procedure. Patient reported in pfs surgery (other) type of surgery: 2009- breast augmentation, 2007- labia procedure, multiple tubes in ears. Current weight 184 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Computerised tomogram - in (B)(6) 2012: results: migrated essure devices. Hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion. Bilateral breast ultrasound revealed bilateral cysts, which are felt to represent the nodular densities seen on mammography. While these appear generally benign short term follow up is recommended with repeat ultrasound in three months to be as certain as possible we are dealing with emerging lesions. Batch number: 664437, exp date:2012/08, man date:2009/08. Batch number: 686077, exp date:2012/11, man date:2009/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: plaintiff fact sheet received. Events added from pfs- hormonal changes describe: very hot- cannot control temperature, achy following showers, feeling crazy, allergic or hypersensitivity reaction type: temperature change, patchy around arms, chest, abdomen, ankles, thighs, pelvis, bladder or urinary problems or changes, blood or heart disorder/condition type: blood pressure (high and low), heart attack symptoms, nausea, dental problems, device breakage, vision/eye problems type: blurred vision- have glasses now, weight gain, gastrointestinal or digestive system condition type: gagging, backs of shoulder blades, neck pain, spine pain, kidney stones. Concomitant drug, historical drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)'), device dislocation ('malposition of the essure device/migration of essure device / malposition of essure device location of device: floating elsewhere- location unknown'), device breakage ('device breakage'), nephrolithiasis ('kidney stones') and myocardial infarction ('heart attack symptoms') in a 30-year-old female patient who had essure (batch no. 686077, 664437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine in 2007, headache in 2007, bacterial vaginosis, multigravida (gravida iii) and parity 1. Previously administered products included for an unreported indication: symbyax from 2007 to (B)(6) 2009 and remeron from 2007 to (B)(6) 2009. Concurrent conditions included body mass index normal. Concomitant products included fluoxetine since (B)(6) 2019 and ranitidine hydrochloride (zantac) since 1999. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation/abnormal bleeding (menorrhagia)"), fatigue ("chronic fatigue"), dyspareunia ("painful intercourse / pain during intercourse"), back pain ("lower back pain"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("abnormally severe menstrual pain"), alopecia ("hair loss"), weight fluctuation ("weight fluctuation"), rash ("topical rashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), skin disorder ("skin conditions"), abdominal pain lower ("lower abdominal pain"), kyphosis ("other injury(ies) or complication please describe: kyphosis") and pain ("achey following showers") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced anxiety ("anxiety"), depression worsened ("a worsening of her depression") and depression ("depression"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), nephrolithiasis (seriousness criterion medically significant), myocardial infarction (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), migraine ("migraines"), headache ("headaches"), dysgeusia ("metallic taste in mouth"), pruritus ("itching on her face / itching on her chest / itching on feet / rashes or skin conditions type: random and severe itching"), lymphadenopathy ("neck lymph nodes moving"), acute sinusitis ("other injury(ies) or complication please describe: acute sinusitis"), skin swelling ("other injury(ies) or complication please describe: bubbles under skin"), skin warm ("hormonal changes describe: very hot- cannot control temperature"), abnormal behaviour ("feeling crazy"), feeling of body temperature change ("allergic or hypersensitivity reaction type: temperature change"), dry skin ("patchy around arms, chest, abdomen, ankles, thighs, pelvis"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), nausea ("nausea "), dental caries ("dental problems teeth rotting"), vision blurred ("vision/eye problems type: blurred vision- have glasses now"), retching ("gastrointestinal or digestive system condition type: gagging"), musculoskeletal pain ("backs of shoulder blades"), neck pain ("neck pain") and spinal pain ("spine pain") and was found to have blood pressure abnormal ("blood or heart disorder/condition type: blood pressure (high and low)"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, nephrolithiasis, myocardial infarction, vaginal haemorrhage, cystitis, urinary tract infection, depression, skin disorder, lymphadenopathy, abdominal pain lower, kyphosis, acute sinusitis, skin swelling, skin warm, pain, abnormal behaviour, feeling of body temperature change, dry skin, urinary tract disorder, bladder disorder, blood pressure abnormal, nausea, dental caries, vision blurred, weight increased, retching, musculoskeletal pain, neck pain and spinal pain outcome was unknown and the pelvic pain, menorrhagia, fatigue, dyspareunia, abdominal pain, back pain, migraine, headache, vaginal infection, vaginal discharge, dysgeusia, dysmenorrhoea, alopecia, weight fluctuation, anxiety, depression worsened, rash and pruritus had not resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal behaviour, acute sinusitis, alopecia, anxiety, back pain, bladder disorder, blood pressure abnormal, cystitis, dental caries, depression worsened, device breakage, device dislocation, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling of body temperature change, headache, kyphosis, lymphadenopathy, menorrhagia, migraine, musculoskeletal pain, myocardial infarction, nausea, neck pain, nephrolithiasis, pain, pelvic pain, pruritus, rash, retching, skin disorder, skin swelling, skin warm, spinal pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation, weight increased and depression to be related to essure. The reporter commented: she had not underwent removal essure (or any part of the device). Essure procedure: once this occurred the coils were counted and there were greater than 18. Approximately 7 coils were inter-tangled were noted, 7-8 coils (ideal are 5-8), were noted at the tubal ostium. With deployment the coils had become inter-tangled but the inner coil was identified as was the beginning of the fibers and this should be adequate for the sterilization procedure. Patient reported in pfs surgery (other) type of surgery: 2009- breast augmentation, 2007- labia procedure, multiple tubes in ears. Current weight 184 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Computerised tomogram - in (B)(6) 2012: results: migrated essure devices. Hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion. Bilateral breast ultrasound revealed bilateral cysts, which are felt to represent the nodular densities seen on mammography. While these appear generally benign short term follow up is recommended with repeat ultrasound in three months to be as certain as possible we are dealing with emerging lesions. Lot number: 664437 manufacture date: 2009-08 expiration date: 2012-08. Lot number: 686077 manufacture date: 2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)'), device dislocation ('malposition of the essure device/migration of essure device / malposition of essure device location of device: floating elsewhere- location unknown'), device breakage ('device breakage'), nephrolithiasis ('kidney stones') and myocardial infarction ('heart attack symptoms') in a 30-year-old female patient who had essure (batch no. 686077, 664437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine in 2007, headache in 2007, bacterial vaginosis, multigravida (gravida iii) and parity 1. Previously administered products included for an unreported indication: symbyax from 2007 to january 2009 and remeron from 2007 to january 2009. Concurrent conditions included body mass index normal. Concomitant products included fluoxetine since august 2019 and ranitidine hydrochloride (zantac) since 1999. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation/abnormal bleeding (menorrhagia)"), fatigue ("chronic fatigue"), dyspareunia ("painful intercourse / pain during intercourse"), back pain ("lower back pain"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("abnormally severe menstrual pain"), alopecia ("hair loss"), weight fluctuation ("weight fluctuation"), rash ("topical rashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), skin disorder ("skin conditions"), abdominal pain lower ("lower abdominal pain"), kyphosis ("other injury(ies) or complication please describe: kyphosis") and pain ("achey following showers") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced anxiety ("anxiety"), depression worsened ("a worsening of her depression") and depression ("depression"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), nephrolithiasis (seriousness criterion medically significant), myocardial infarction (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), migraine ("migraines"), headache ("headaches"), dysgeusia ("metallic taste in mouth"), pruritus ("itching on her face / itching on her chest / itching on feet / rashes or skin conditions type: random and severe itching"), lymphadenopathy ("neck lymph nodes moving"), acute sinusitis ("other injury(ies) or complication please describe: acute sinusitis"), skin swelling ("other injury(ies) or complication please describe: bubbles under skin"), skin warm ("hormonal changes describe: very hot- cannot control temperature"), abnormal behaviour ("feeling crazy"), feeling of body temperature change ("allergic or hypersensitivity reaction type: temperature change"), dry skin ("patchy around arms, chest, abdomen, ankles, thighs, pelvis"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), nausea ("nausea "), dental caries ("dental problems teeth rotting"), vision blurred ("vision/eye problems type: blurred vision- have glasses now"), retching ("gastrointestinal or digestive system condition type: gagging"), musculoskeletal pain ("backs of shoulder blades"), neck pain ("neck pain") and spinal pain ("spine pain") and was found to have blood pressure abnormal ("blood or heart disorder/condition type: blood pressure (high and low)"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, nephrolithiasis, myocardial infarction, vaginal haemorrhage, cystitis, urinary tract infection, depression, skin disorder, lymphadenopathy, abdominal pain lower, kyphosis, acute sinusitis, skin swelling, skin warm, pain, abnormal behaviour, feeling of body temperature change, dry skin, urinary tract disorder, bladder disorder, blood pressure abnormal, nausea, dental caries, vision blurred, weight increased, retching, musculoskeletal pain, neck pain and spinal pain outcome was unknown and the pelvic pain, menorrhagia, fatigue, dyspareunia, abdominal pain, back pain, migraine, headache, vaginal infection, vaginal discharge, dysgeusia, dysmenorrhoea, alopecia, weight fluctuation, anxiety, depression worsened, rash and pruritus had not resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal behaviour, acute sinusitis, alopecia, anxiety, back pain, bladder disorder, blood pressure abnormal, cystitis, dental caries, depression worsened, device breakage, device dislocation, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling of body temperature change, headache, kyphosis, lymphadenopathy, menorrhagia, migraine, musculoskeletal pain, myocardial infarction, nausea, neck pain, nephrolithiasis, pain, pelvic pain, pruritus, rash, retching, skin disorder, skin swelling, skin warm, spinal pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight fluctuation, weight increased and depression to be related to essure. The reporter commented: she had not underwent removal essure (or any part of the device). Essure procedure: once this occurred the coils were counted and there were greater than 18. Approximately 7 coils were inter-tangled were noted, 7-8 coils (ideal are 5-8), were noted at the tubal ostium. With deployment the coils had become inter-tangled but the inner coil was identified as was the beginning of the fibers and this should be adequate for the sterilization procedure. Patient reported in pfs surgery (other) type of surgery: 2009- breast augmentation, 2007- labia procedure, multiple tubes in ears. Current weight 184 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Computerised tomogram - in march 2012: results: migrated essure devices. Hysterosalpingogram - in july 2010: results: total bilateral occlusion. Bilateral breast ultrasound revealed bilateral cysts, which are felt to represent the nodular densities seen on mammography. While these appear generally benign short term follow up is recommended with repeat ultrasound in three months to be as certain as possible we are dealing with emerging lesions. Lot number: 664437 manufacture date: 2009-08 expiration date: 2012-08. Lot number: 686077 manufacture date: 2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), device dislocation ("malposition of the essure device/migration of essure device.") And pelvic pain ("pelvic pain") in a 30-year-old female patient who had essure (batch no. 686077, 664437) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine in 2007, headache in 2007, bacterial vaginosis, multigravida (gravida iii) and parity 1. Concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation/abnormal bleeding (menorrhagia)"), fatigue ("chronic fatigue"), dyspareunia ("painful intercourse"), back pain ("lower back pain"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("abnormally severe menstrual pain"), alopecia ("hair loss"), weight fluctuation ("weight fluctuation"), rash ("topical rashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), skin disorder ("skin conditions") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2014, the patient experienced the first episode of depression ("depression"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), migraine ("migraines"), headache ("headaches"), dysgeusia ("metallic taste in mouth"), the first episode of anxiety ("anxiety"), the second episode of depression ("a worsening of her depression"), pruritus ("itching on her face/itching on her chest/itching on feet"), the second episode of anxiety ("anxiety"), lymphadenopathy ("neck lymph nodes moving"), kyphosis ("kyphosis"), acute sinusitis ("acute sinusitis") and skin swelling ("bubbles under skin"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, vaginal haemorrhage, cystitis, urinary tract infection, skin disorder, the last episode of anxiety, lymphadenopathy, abdominal pain lower, kyphosis, acute sinusitis and skin swelling outcome was unknown and the pelvic pain, menorrhagia, fatigue, dyspareunia, abdominal pain, back pain, migraine, headache, vaginal infection, vaginal discharge, dysgeusia, dysmenorrhoea, alopecia, weight fluctuation, the last episode of depression, rash and pruritus had not resolved. The reporter considered abdominal pain, abdominal pain lower, acute sinusitis, alopecia, back pain, cystitis, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, kyphosis, lymphadenopathy, menorrhagia, migraine, pelvic pain, pruritus, rash, skin disorder, skin swelling, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, the first episode of anxiety, the first episode of depression, the second episode of anxiety and the second episode of depression to be related to essure. The reporter commented: she had not underwent removal essure (or any part of the device). Essure procedure: once this occurred the coils were counted and there were greater than 18. Approximately 7 coils were inter-tangled were noted, 7-8 coils (ideal are 5-8), were noted at the tubal ostium. With deployment the coils had become inter-tangled but the inner coil was identified as was the beginning of the fibers and this should be adequate for the sterilization procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Computerised tomogram - in (B)(6) 2012: migrated essure devices. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion . Bilateral breast ultrasound revealed bilateral cysts, which are felt to represent the nodular densities seen on mammography. While these appear generally benign short term follow up is recommended with repeat ultrasound in three months to be as certain as possible we are dealing with emerging lesions. Batch number: 664437 exp date:2012/08 man date:2009/08 . Batch number: 686077 exp date:2012/11 man date:2009/11 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.